Event description:
A german customer ran a blood glucose comparison test between the contour meter and the hospital lab. There was a 50-60% difference. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has a new meter. The strip information was not provided. It was requested that the strips return for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Manufacturer narrative:
The test strip information was not initially provided. Contour test strips, lot 1hc3f10 , exp date 08/31/2013, manufacture date 08/01/2011.